Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays received. X-rays evaluation report provided by third party confirms medial tibial plateau fracture with periprosthetic extension to the tibial implant and the tibial implant is loose. Bone quality appears osteopenic. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent initial left partial knee arthroplasty. Subsequently, the patient was revised on an unknown date due to a tibial periprosthetic fracture.attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42558000501 2912064343 partial femur cemented size 5 left medial. 42518200710 2233463855 partial articular surface left medial size g 10 mm thickness. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left partial knee arthroplasty. Subsequently, patient experienced tibial head fracture after ppk, the doctor does not suspect that the implants are faulty. Attempts have been made and additional information on the reported event is unavailable at this time.